Event description:
It was reported that battery container sent for preventive maintenance to repair centre but it was found that the hinge or housing was broken. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - "foreign"- france investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the single latch tab was broken off of the housing. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. Upon reassessment of the investigated malfunction, a broken single latch tab is not considered a reportable failure mode, and not likely to lead to a death or serious injury if the malfunction were to recur. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.